Manufacturer narrative:
A couple of photos were shared by customer, where many tegos are shown, but not visible damage is observed. The following was returned: six (6) new, four (4) used list #d1000, tego¿ connector, appx 0.05 ml. One (1) new. Ref #3705-4, praxiject sf 0.9% nacl syringe. One (1) new. Ref #bcd01m, blood collection tube holder. One (1) open/unused. List #unknown, tubing set. Were returned for evaluation, as received only in 1 used sample a small tear was observed. The rest of the tegos were visually inspected and no significant damage or anomalies were observed. The 4 used and 6 brand-new tegos were connected with the returned syringe and unknown tubing holder, no disconnection, issues or anomalies were observed. The 10 samples were leak and vaccum tested, and 1 used sample failed the low pressure test, when was dissembled an internal tear was found. Whole male and female luer of the returned mating devices were measured including the male luers of each tego and all of them met iso luer specification. Even a small tear outside one used sample was observed, this condition would not lead a spontaneous disconnection, therefore complaint of disconnection cannot be confirmed or replicated. The tear inside of the used tego is typical related to of access with a sharp instrument such as a needle during use. The dfu-3844 states: do not use needles or caps on tego. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The investigation is pending completion.

Event description:
A complaint was received regarding a tego¿ connector that experienced disconnection resulting in blood leakage requiring medical intervention. This is report 1 of 2 for the adverse event. The problem was: tego cap seemed to be unscrewing and not doing its job of holding the tubing and syringe. Spontaneous disconnection of the venous circuit tubing at the tego cap following 1 hour of dialysis treatment (filtration). Significant risk of future disconnection. 2nd event was observed with the tego unscrewed at the end of the treatment. The event is recurring. There was an adverse event: following the unexplained spontaneous disconnection, the user had a blood loss of 1.2 l of blood (approximately) the patient had to be transferred to the emergency department to receive a blood pellet and needed monitoring.